Event description:
Litigation alleges the patient suffers from fluid collection consistent with a pseudotumor, metallosis, potential trunnionosis and chronic inflammation suggestive of alval. Update rec'd (B)(4) 2014-pfs and medical records received. After review of the medical records, there was corrosion noted on the trunnion. The stem is now being added. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Ppf alleges abductor muscle repair, infection, elevated metal ions and metal wear. After review of medical records, patient was revised due to pain and failed hip arthroplasty. Operative notes did not mention any infection as ppf alleged. No lab result were provided.